Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose between 1.40 and 4.05 was 493, 474, 477 and 374 mg/dl. The customer treated with manual injections and the insulin pump. The customer also reported that he dropped the insulin pump. Blood glucose at the time of the incident was 138-140 mg/dl. During troubleshooting, the customer declined to check for site or set issues and confirmed the settings were accurate. The customer stated no damage was found and the insulin pump passed the self test and displacement test. Most recent blood glucose reading was 354 mg/dl. It was advised to change the entire set, reservoir and insulin and treat per hcp's instructions. The device will not be returned for analysis.